Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information that was initially reported has been clarified in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. It was reported during troubleshooting with patient services that the ins was off. The patient stated they had an unrelated hernia repair surgery on (B)(6) 2018 and they shut the patient¿s therapy off but the patient noted they (the patient) thought they turned it back on. After seeing the therapy was off, the patient then stated they thought it had been off since their last surgical procedure on (B)(6) 2018. The patient noted they had not used their programmer in 3 months. The patient connected with their ins and stated the ins was off. The patient then turned stimulation on and stated that they could ¿feel stim now.¿ they were currently on program 2. Additional information was received from the consumer on 2018-nov-20. The patient reported that the circumstances that led to the ins being off when it was expected to be on were that they had hernia surgery and the health care physician (hcp) had turned it off when the patient thought they had turned it back on and they noted that it was their mistake. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported during troubleshooting with patient services that the ins was off. The patient stated they had an unrelated hernia repair surgery on (B)(6) 2018 and they shut the patient¿s therapy off but the patient noted they (the patient) thought they turned it back on. The patient stated they thought it had been off since their last surgical procedure (B)(6) 2018. The patient noted they had not used their programmer in 3 months. The patient connected with their ins and stated the ins was off. The patient then turned stimulation on and stated that they could ¿feel stim now.¿ they were currently on program 2. There were no further complications reported.